Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a temporary loss of telemetry with the cardiac resynchronization therapy defibrillator (crt-d) was observed when the device was connected to the leads. A loss of markers was noted and the telemetry session was ended. The device was re-interrogated; telemetry was noted once re-interrogated. The crt-d remains in use. No patient complications have been reported as a result of this event.